Event description:
Event 1: the pump did not recognize clamp being put in. Event 2: warning message related to battery displayed on pump screen. These events involved two separate pumps. Manufacturer response for infusion pump, sigma spectrum (per site reporter). Baxter is on site changing out pump backs and inspecting batteries.